Event description:
Customer states that the battery is less than 1 year old and is failing calibration. No report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.